Event description:
Boston scientific received information that the patient implanted with this device system reportedly passed out for a few minutes. The patient was admitted to the hospital, where a CT scan and electrogram was performed and no cause for the syncope was determined. The device was not checked. The patient advocate noted that the patient suffers from atrial fibrillation (af) and endured an ablation procedure some time in the past. Additional information was sought from the local area sales representative, however, at this time additional information was not available.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.